Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 654 mg/dl and correction boluses were delivered to address bg. Customer did not know cause of elevated bg. As the event occurred in the past, recommendation was made for the customer to discuss the event with a healthcare provider.